Event description:
Additional information indicates the patient had their ipg replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction: a4 - weight should have been 164 rather than 170 a review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Analysis of cp logs confirmed the ipg was in a non-bondable state and were considered inoperable. The ipg was replaced to reestablish effective therapy. Actions have been taken to prevent reoccurrence. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was attempted by the company representatives to no avail. Follow-up identified the patient may consider surgical intervention at a future date.